Event description:
It was reported to boston scientific corporation that during an anterior posterior repair in 2008 an obtryx mesh sling was implanted in this patient (age and weight of this patient is unknown). It was also reported that the patient was experiencing urinary retention and had been taught to self catheterize. During a follow-up visit with her physician on five days later, the physician observed that the vaginal incision was not healing and he could feel the mesh. Estrogen cream and a topical antibiotic were prescribed to aid in the healing process. The physician is uncertain if the cause of the retention is due to the sling or the anterior posterior repair. Status of patient as of the following month was that she was still self catheterizing and remains on antibiotics. There are currently no plans in place to remove the sling.

Manufacturer narrative:
The lot number of the device used is unknown; consequently, the device expiration date is unknown. The complainant indicated that the device remains implanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.